Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Infection of the knee joint [arthritis infective]. Case description: spontaneous report received on 14-may-2009 from a physician regarding a male patient with gonarthrosis, initials s-f. In 2008, the patient received his first synvisc-injection into the knee(s) at a dose of 2 ml once administered via intra-articular route. Two days after starting synvisc therapy via a sterile puncture, the patient experienced infection of the knee joint that was serious (life-threatening, prolonged hospitalization and caused disability) and severe in intensity according to the physician. The patient was treated with triamcinolon via intra-articular route. Synvisc therapy was permanently discontinued. As of the date of receipt of this report, the patient had recovered with sequelae (sequelae not specified). No concomitant medications were reported. The physician assessed the relationship between the event and synvisc therapy as possibly related.